Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to pcb 2. Unable to verify pump error alarm due to critical pump error (open book image) alarm.

Event description:
The customer reported via phone call that insulin pump had pump error. The customer¿s blood glucose was 122 mg/dl. The customer was assisted with troubleshooting. Customer reported that they were able to clear and rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.